Event description:
It was reported that md could not advance iab through sheath and another iab was used to complete procedure. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if more information becomes available.